Event description:
It was reported that the patient had frequent pocket stimulation. It was noted that the patient's ventricular lead was programmed unipolar at the last office visit. The lead had a lead warning which indicated many low impedance measurements. Ventricular oversensing was also suspected based on recorded data. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.